Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bottom of the humeral implant driver fell apart on the back table after detaching the trial.

Manufacturer narrative:
Examination of the returned product confirmed the complaint; the four screws attaching the cap to the body of the instrument had fractured. A previous investigation conducted by the depuy warsaw material science department found the fracture occurred at a thread root, at a depth approximately corresponding to the relief at the bottom of the recessed hex on the head. The screws fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.